Event description:
In 2005 a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. Four days later, the patient was admitted for hypovolemic and septic shock, acute anemia with status post recent abdominal aortic aneurysm repair with leakage found around the endograft, most likely due to a type I endoleak. The patient was converted to an open repair and the gore devices were explanted and discarded. Additional findings included an aortic dissection from the level of the descending thoracic aorta to the level of the proximal end of the graft. The patient was discharged to an extended care facility. Approximately six months later, in 2006, the patient was again admitted to the hospital and expired four days later. Cause of death is stated as cardiopulmonary arrest secondary to a subdural hematoma sustained from a fall.